Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. The battery tube was also corroded. Functional testing wasn't performed due blank display anomaly. The device had the following cosmetic damage: minor scratches on the display window, broken reservoir tube lip, broken belt clip slot, and missing end cap sticker.

Event description:
The customer reported via phone call, the insulin pump was not working over the weekend. The screen on the device had gone blank during lunch, she changed the battery, and the anomaly persisted. The customer's blood glucose was unknown. Troubleshooting was performed and it was noted the spring in the battery compartment was corroded. The customer was advised to discontinue use of the device, revert to her backup plan, and the device needed to be replaced. She agreed to return the device for analysis.